Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The intended lesion was in the proximal diagonal and was heavily calcified, 90% stenosis and excessive tortuosity. The lesion was pre and post dilated. The resolute onyx device was inspected prior to use. The stent was unable to cross the lesion and almost dislodged. Resistance was encountered. It was reported that the stent moved about 1/3 from its balloon but was still intact to the balloon, therefore it was possible to withdraw it. No extra interventional technique was used to remove the stent after it was unable to cross. It was reported that the event was due to lesion morphology and not device related. The diagonal lesion was then treated with poba only. No patient injury is reported.